Event description:
In this event it was reported that restorations placed using smartcem2 debonded in several cases. According to the available information from the dentist, most of the debondings simply involved recementation of the debonded crown with no additional treatment necessary. However, in one case, a 3 unit bridge debonded and was swallowed by a patient.

Manufacturer narrative:
Additional information has been requested in regards to the patient outcome, but is not yet available. Therefore, because the possibility that additional medical/surgical treatment was necessary to remove the swallowed bridge, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.